Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Although a definitive root cause could not be identified, based on the results of the investigation, a probable cause of image backout is due to fluid ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the gastrointestinal videoscope exhibited an (image) blackout. There were no reports of patient involvement.